Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Non-sustained right ventricular oversensing episodes, high threshold and intermittent loss of capture were noted on the right ventricular lead. The device was reprogrammed and the pace sense portion of the lead was capped and replaced on (B)(6) 2018. The high voltage lead remains in use. No additional information was reported.